Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a protruded connecting tube and foreign material inside the light guide rod lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Based on the results of the investigation, a root cause could not be established for the foreign material found in the light guide rod lens. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.